Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Contact peron: pedro cruz. Further information has been requested but no response has been received from the user facility. No ventilator logs have been provided and no service for the ventilator has been requested. Information about the current status of the ventilator is unknown. Due to lack of information, investigation has not been possible. Therefore, the root cause of the reported event has not been determined. Device not returned.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
A user facility medwatch (ref # (B)(4)) was received stating that: "patient returned from dialysis and was placed back on the ventilator that she has been using with no issues prior to departing for dialysis. Oxygen was set at 30%, but measures fio2 was only 22% to 24%. It was verified that the oxygen was plugged in and available. Also, there was a large disparity between the inhaled and exhaled tidal volume. The respiratory therapist was unable to locate any leak in the system. The ventilator was removed from service and the patient was placed on a different servo-I ventilator with identical settings. The new ventilator did not have any of the previously experienced issues. No patient harm or injury reported. Event date - (B)(6) 2018." (B)(4).